Manufacturer narrative:
Additional narrative: patient ID reported as (B)(6). Date of event is an unknown date in 2021. Reporter is a synthes employee. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the received image. The image was reviewed, and the complaint condition is confirmed. The cancellous screw appears to be broken into two or more pieces while implanted. A definitive assignable root cause could not be determined based on the provided information. No valid lot number was provided or found in the photos, therefore no device history record (DHR) review was completed. The DHR review will be revisited if a valid lot number is provided or the physical device is received. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2021, due to breakage of two pedicle screws in c2 vertebrae. Patient also complained of neck pain. Implants had been in place for 1 year and 3 months. Patient received new screws. This report is for a 3.5mm ti cancellous polyaxial screw 26mm. This is report 1 of 2 for (B)(4).